Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast surgery with a 575cc mentor smooth round moderate profile saline breast implant experienced deflation and device extrusion post procedure. Patient stated that the valve stem from the implant is sticking through her skin where the original incision was made. As a result, patient had an explantation on (B)(6) 2021. Two serial numbers were provided (B)(4). This medwatch has been defaulted to serial number (B)(4) until further clarification is received.